Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported guide wire separation. A review of the lot history record for these devices was reviewed and found acceptable to be released into finished goods. There have been no other incidents from this lot confirmed to have a similar separation. Further assessment per site operating procedures was performed and identified a potential product deficiency related to the manufacture of the device. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified right external iliac and superficial femoral arteries. The access was brachial and while trying to access the lesion, while in the iliac artery the command guide wire separated. The separated portion of the guide wire was removed with a snare device. The procedure was completed with a new guide wire and a stent was successfully implanted. There was a delay but it was not clinically significant. No additional information was provided.